Event description:
Caller alleged observing more than one patient with low level false positive troponin (tni) results with the triage cardiac device which are not reproduced on other serial draws for that same patient.

Manufacturer narrative:
Devices were returned for evaluation. Five plasma samples were tested on lot w44516vb. Two of the five samples were with known 'normal' tni levels and three were with known 'elevated' tni levels. The results were that an elevated recovery was observed on two of the 'normal' samples with the returned devices of lot w44516. The compliant was confirmed for an elevated recovery for tni on w44516vb. CAPA was initiated.